Manufacturer narrative:
Device passed displacement test, active current measurement, and sleep current measurement. No failed battery alerts noted during testing. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures alarm after running self for the second time. Customer¿s blood glucose value was 69mg/dl. Customer was able to clear the alarm. Customer did not receive request to rewind pump. Customer stated that they got failed battery alarm and then pump error alarm on doing a self test. Insulin pump will be returned for analysis.